Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. One - patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2010 17:20:25. Weekly pace lead impedance trend data shows initial high impedance, return to baseline for max ventricular pace bi impedance=4047 to 1178 ohms between (B)(6) 2010 and (B)(6) 2010.

Event description:
It was reported that there was sensing of the atrial pacing on the ventricular lead, high threshold, and an increase in impedance. A loose connection and/or lead fracture was suspected. The lead was scheduled to be replaced. The device remains in use. No patient complications were reported as a result of this event.